Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade: unknown, seroma.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade unknown, "multiple polymer folds" and "pericapsular fluid". This record is for the right side. Device remains implanted.

Event description:
This is for the right side. Baker grade IV.